Manufacturer narrative:
The field service representative (fsr) resolved the issue by cleaning crystals from the motor, pipettor z with leadscrew and lifter (rohs) and tightening the part. No additional discrepant result issues have been reported since the service activity was completed. The motor, pipettor z with leadscrew and lifter (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect i1000sr processing module or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the architect i1000sr processing module serial number (B)(6) or the motor, pipettor z with leadscrew and lifter (rohs) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total -hcg result generated on the architect i1000sr processing module for a 16-year-old during a pregnancy screening. The initial test was positive = 3897.32 miu/ml, the retest was negative <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. E1 - phone number completed information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total hcg result generated on the architect i1000sr processing module for a 16-year-old during a pregnancy screening. The initial test was positive = 3897.32 miu/ml, the retest was negative <1.2 miu/ml no impact to patient management was reported.